Manufacturer narrative:
Device evaluation: the device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
A report was received that stated a nurse received a needle stick. After she had obtained her sample, she tried to use the included safety device to save the needle. When she pulled on the safety device, the needle came out of the safety device and was exposed. The needle rebounded into her finger and she received a needlestick injury.